Event description:
A home patient (hp) contacted global technical services (gts) regarding air in the lines on the homechoice (hc) unit during cycle 4. The technical service representative (tsr) advised the hp to start over with new supplies due to air in lines. The hp stated he would contact his nurse. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated he resumed therapy by starting with new supplies. No defects were noted at the time and lot information was not available. The hp confirmed no adverse event resulted from this event. An engineering quality review was completed for this report of air in lines. The report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the air in the lines was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.